Event description:
Customer reported that a total of 3 pts have rec'd burns during hair removal treatments with their lightsheer et. One of the pts also had moderate edema. The pts were given otc products only, such as copper post-laser cream, hydrocortisone and topical antibiotic ointment for the burns.

Manufacturer narrative:
Per the lumenis service depot, there was a black ring on the outside of the sapphire tip that would not wipe off with alcohol. The service depot scraped the spot off with a blade. This foreign material appears to be the root cause of the incident. The service depot advised the customer that any build up on the sapphire tip can cause adverse reactions during pt treatment and that it is important that the chill tip is always clean and check it regularly.

Event description:
Customer reported that a total of 3 pts have rec'd burns during hair removal treatments with their lightsheer et. One of the pts also had moderate edema. The pts were given otc products only, such as copper post-laser cream, hydrocortisone and topical antibiotic ointment for the burns.

Event description:
Customer reported that a total of 3 pts have rec'd burns during hair removal treatments with their lightsheer et. One of the pts also had moderate edema. The pts were given otc products only, such as copper post-laser cream, hydrocortisone and topical antibiotic ointment for the burns.